Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to low blood glucose levels. The customer had a blood glucose of 65 mg/dl at home. After receiving two glucagon injections, the customer's blood glucose reading in the emergency room was 260 mg/dl. The father stated that the customer was also hospitalized for low blood glucose levels on (B)(6) 2010. The customer required a glucagon injection at that time also, and his blood glucose reading in the emergency room was 165 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Advised the father that the insulin pump is functioning properly, but offered a replacement for peace of mind. The father declined at this time. Nothing further was reported.